Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the handpiece device was working intermittently. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not run, it had a broken/sticky trigger and the magnet support was broken. It was further determined that the device had a lid leak tightness test failure and excessive debris was inside the lid. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for sticky trigger, check condition and function of triggers and check function of all modes with power module. The assignable root cause was determined to be traced to maintenance, which is user improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.